Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient and post operation, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor module failure. It was noted that a sensation intra-aortic balloon (iab) was being used.. The end user reported that several attempts were made to re-start the iabp unit but was unsuccessful. A second iabp unit was used to continue therapy. It is unknown if there was any patient harm/injury; however there was no adverse event reported.